Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a follow-up call for a draining slowly message, it was reported that this peritoneal dialysis (pd) patient was hospitalized with symptoms of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient reported symptoms of abdominal pain, nausea, and vomiting as well as cloudy pd effluent on (B)(6) 2023. The patient was instructed to administer a one-time dose of intraperitoneal (ip) antibiotics in a 6-hour dwell with vancomycin 2g and ceftazidime 2g. The patient was advised to come into the pd clinic for further evaluation and with his drain bag on the following day. The patient arrived at the pd clinic on (B)(6) 2023 prior to going to the hospital. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient went to the hospital and was admitted on (B)(6) 2023. The patient¿s white blood cell count was 888. The culture resulted in no growth after 4 days. The gram stain showed a few gram-positive cocci in pairs and clusters. The patient had the pd catheter (not a fresenius product) removed on (B)(6) 2023. The patient had an arterial venous graft (avg) ready for use. The patient is transitioning to in-center hemodialysis. The patient has been receiving intravenous (IV) vancomycin (dose, frequency, and duration not provided) during the hospitalization. The patient remains hospitalized. The cause of the peritonitis is suspected touch contamination, but that was not confirmed.

Event description:
During a follow-up call for a draining slowly message, it was reported that this peritoneal dialysis (pd) patient was hospitalized with symptoms of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient reported symptoms of abdominal pain, nausea, and vomiting as well as cloudy pd effluent on (B)(6) 2023. The patient was instructed to administer a one-time dose of intraperitoneal (ip) antibiotics in a 6-hour dwell with vancomycin 2g and ceftazidime 2g. The patient was advised to come into the pd clinic for further evaluation and with his drain bag on the following day. The patient arrived at the pd clinic on (B)(6) 2023 prior to going to the hospital. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient went to the hospital and was admitted on (B)(6) 2023. The patient¿s white blood cell count was 888. The culture resulted in no growth after 4 days. The gram stain showed a few gram-positive cocci in pairs and clusters. The patient had the pd catheter (not a fresenius product) removed on (B)(6) 2023. The patient had an arterial venous graft (avg) ready for use. The patient is transitioning to in-center hemodialysis. The patient has been receiving intravenous (IV) vancomycin (dose, frequency, and duration not provided) during the hospitalization. The patient remains hospitalized. The cause of the peritonitis is suspected touch contamination, but that was not confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: here is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted in negative growth, which sometimes occurs in patients with clinical findings of peritonitis. It was reported that the patient was administered antibiotics prior to the effluent sample collection for the culture. As a result, the source of the infection could not be identified. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained. The pdrn stated the cause of the peritonitis could be touch contamination; however, that was not confirmed. Although the cause of the peritonitis was not identified, most cases of pd peritonitis result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.